Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 151 mg/dl. Reportedly, customer declined pump reset with tandem technical support (cts). Cts provided pump reset instructions to customer to resolve issue.